Manufacturer narrative:
Device will not be returned for evaluation. A follow-up report will be filed if more information becomes available.

Event description:
It was reported that the guidewire separated outside the patient's chest wall and was removed without incident.